Manufacturer narrative:
The investigation determined that a discordant, non-reproducible, lower than expected b-hcg ii result was obtained when a patient sample was tested using vitros b-hcg lot 3630 on a vitros xt7600 integrated system. A definitive cause of the event was not established with the limited information provided. A vitros b-hcg lot 3630 reagent issue is an unlikely cause of the event as historical qc results leading up to the event were acceptable. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 3630. An instrument issue is an unlikely cause of the event as diagnostic precision testing indicating acceptable vitros xt7600 integrated system performance around the time of the event. Patient sample mix up cannot be ruled out as a contributor to the event as the vitros b-hcg result of <2.39 miu/ml for patient 1 was inconsistent with alternate results for the patient and then sample for the patient was run using different trays and cups on two vitros instruments at the customer site. Furthermore, the sample was front loaded onboard the instrument when the vitros b-hcg result of <2.39 miu/ml was obtained and it is possible patient sample mix up occurred in this instance. However, the customer did not confirm patient sample mix up had occurred. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, non-reproducible, lower than expected b-hcg result was obtained when a patient sample was tested using vitros b-hcg lot 3630 on a vitros xt7600 integrated system. Patient 1 result of 2.39 miu/ml versus the expected result of 20218 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reproducible, lower than expected vitros b-hcg result of 2.39 miu/ml for patient 1 was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).